Manufacturer narrative:
The device is scheduled to be returned; however, has not yet arrived to olympus for evaluation. Should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
As reported, the evis exera iii video system center presented an image with color bars. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed.¿ as a result of the investigation, it was confirmed that the device had no abnormalities. Consequently, it is presumed that the user failed to properly connect the device to the endoscope, leading to the color bar display. Olympus will continue to monitor the field performance of this device.